Event description:
The manufacturer received information alleging particles in air path related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on feb 08, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged visualization of particles related to a CPAP device's sound abatement foam. Additional information was received about the allegation of constant fluids and sinus infections in sinuses and bad headache. The patient is taking botox shots for the headache. There was no report of serious patient harm or injury. Section h6 health effects: clinical codes has been updated in this report.